Event description:
The nail holding screw would not thread properly through the nail. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Eval summary: the proximal nail screw threads are damaged. The condition suggests the nail proximal threads were damaged by an excessive bending stress caused by the nail impactor.